Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician attempted to remove the stent delivery catheter and it caught up on the hypotube and it pulled apart, causing the occlusion balloon to deflate. The device was removed and the case was completed successfully. The pt is reported to be fine.